Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), . Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported as a general complaint that there have been issues with sticky haptics and slowly unfolding intraocular lenses (iols), which were mentioned during a sales visit. No further detail was provided.

Manufacturer narrative:
Corrected information: section h6 - device code(s): 1254 - difficult to fold, unfold or collapse has been removed upon further review of the file, it was determined that the reported event does not meet the criteria for local reportability since no intervention occurred. Therefore, the event is no longer considered reportable and no further reports will be submitted under MFR report number 3012236936 - 2025 - 0001145. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.